Event description:
The info provided to sjm indicated the patient presented to the hospital with chest pain. A transthoracic echocardiogram revealed severe aortic insufficiency. The valve was explanted and during the procedure, a tear in one leaflet was observed without signs of calcification. The valve was replaced with a 21mm sjm regent mechanical valve. The pt was reported to be stable postoperatively.